Event description:
It was reported that "the arthroplasty was revised due to acetabulum loosening. The acetubular component was revised. The components were implanted in situ for 4.63 yrs. Medical records and x-rays were not provided to stryker for review."

Manufacturer narrative:
Neither the device nor additional info is available from the research facility.